Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the product does not connect fully with vacutainer, syringe, or saline flush and will not prime either. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20109560 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues. The following information was provided by the initial reporter: material no: 22003e-07 batch no: 20109560. It was reported that the product does not connect fully with vacutainer, syringe, or saline flush and will not prime either.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues. The following information was provided by the initial reporter: material no: 22003e-07, batch no: 20109560. It was reported that the product does not connect fully with vacutainer, syringe, or saline flush and will not prime either.